Event description:
A medwatch report was received from the reporter stating "while wearing oxygen via nc at 5l pt reports using a match to light marijuana cigarette causing his face to engulf in flames. Burns noted to left nares and ear. Reported this event to staff rn 09/26/2022 during routine visit. Patient called 09/28 complaining of increased pain and sob. Pt was evaluated - orders obtained to send pt to hospice inpatient unit for symptom management via ambulance. Rt to evaluate." Further information indicated basic wound care was provided using mupirosin ointment on the affected areas. The user was sent to the ipu for a couple days to observe due to being non-compliant. The user¿s burns were second degree. They indicated the incident was due to the user lighting a match.

Manufacturer narrative:
This incident is being reported due to the device contributing to the injuries alleged. There is no malfunction of the device alleged. The user lit a cigarette or match resulting in the fire. The device was over 7 years old at the time of this incident which is past the service life of 3 years. The manual and device itself have multiple warnings regarding smoking and open flames while using the device.